Manufacturer narrative:
The device, used in treatment was not returned for evaluation, reporting event could not be confirmed. A clinical evaluation was conducted and confirms without the requested clinical information a thorough medical investigation cannot be rendered. Should any additional clinical information be provided this complaint will be re-evaluated. Possible causes could include but not limited to malalignment, fixation failure or traumatic injury. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that a revision surgery was performed due to a bolt fracture. They removed the broken parts and the femoral component. They redid the femoral side and the patient was fine.